Event description:
It was reported that an alert was received for low right ventricular (rv) lead impedance. Noise was also noted, leading to over-sensing and pacing inhibition. No intervention was performed. There were no patient consequences.